Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. In-clinic isometrics were performed and there was noise in secondary and alternate vectors during movement in the chair. A chest x-ray was performed and the physician suspected an electrode fracture. Clear visible artifacts during manipulation were observed and there was nothing visible during manipulation on primary vector. Technical services (ts) assessment of the device data was requested. The patient was admitted to the hospital and therapy was programmed off. Ts reviewed the device data and it was discussed that the captured subcutaneous electrocardiogram (s-ECG) shows symptoms of potential mechanical issue impacting the electrode integrity. Having the documented symptoms in secondary and alternate vectors it may indicate a possible electrode fracture. In addition, data analysis confirmed the battery appeared to be depleting more quickly than expected. Therefore, due to the device battery performance, complete system replacement is recommended. The s-ICD system was then explanted and replaced with competitor products. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. In-clinic isometrics were performed and there was noise in secondary and alternate vectors during movement in the chair. A chest x-ray was performed and the physician suspected an electrode fracture. Clear visible artifacts during manipulation were observed and there was nothing visible during manipulation on primary vector. Technical services (ts) assessment of the device data was requested. The patient was admitted to the hospital and therapy was programmed off. Ts reviewed the device data and it was discussed that the captured subcutaneous electrocardiogram (s-ECG) shows symptoms of potential mechanical issue impacting the electrode integrity. Having the documented symptoms in secondary and alternate vectors it may indicate a possible electrode fracture. In addition, data analysis confirmed the battery appeared to be depleting more quickly than expected. Therefore, due to the device battery performance, complete system replacement is recommended. The s-ICD system was then explanted and replaced with competitor products. No additional adverse patient effects were reported. The device is expected to be returned for analysis.